Event description:
It was reported that the monopolar curved scissors had a broken tip. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
The monopolar curved scissors has been returned and evaluated by the failure analysis team. The instrument was found to have blade damage on the entire blade. Both of the blade edges were indented and appears to have a detached fragment. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.